Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no eval could be performed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the xp-4000 ball and socket detached at the tri slot. This was noticed when they took it out of the box. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.